Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the device was observed to be at elective replacement indicator (eri) level. Premature battery depletion was suspected. Abbott technical support was contacted and battery depletion could not be confirmed to be premature or normal. Device replacement is anticipated to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: date of death

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated no further action was performed as the patient passed away due to heart failure.